Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.14 mg/ml via an implantable pump. It was reported that the patient's pocket incision opened. There were no known environmental/external/patient factors that might have led or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were performed. The issue was not resolved at the time of the report. A surgical intervention had not occurred but one was planned. It was stated that the hcp was considering removal of the device.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was explanted on (B)(6) 2025. The name of the hcp and facility was provided. It was reported that the pump was discarded and the hospital did not allow it to be released. At this time, the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.